Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 15.1 mmol/l. The customer was advised to disconnect and clear the alarm. The customer was advised to remain disconnected until the light stops blinking. The customer was advised to insert new battery, clear the power loss alarm, reset the time and date and follow "reservoir and tubing" process. The customer was advised to monitor the pump and call back if the error occurs within 4 hours.